Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had an autofill failure.

Event description:
It was reported that, during a weekly maintenance, the cardiosave intra-aortic balloon pump (iabp) unit had an autofill failure.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked the symptoms of the reported failure and found that when the unit was turned on and then filled the gas helium into the balloon for the first time, the machine will not work and will show an autofill failure. And, when pressed again, the unit will be able to work. Initially, the fse checked the event log and found that there was an error code 0x3 related to the abnormal operation of the compressor, causing the unit to be unable to fill gas. The fse then inspected the unit and found that the safety disk expired, the battery slot 2 was deteriorated and did not store power , battery slot 1 lifespan exceeded the 4 year lifespan. Then, after further inspection, it was found that the compressor unit was malfunctioning. Error code 77 related to the compressor speed cycle was malfunctioning. The fse then stated that it was necessary to change the compressor set and found that the filter set together with spare parts, maintenance kit and safety disk exceeded its service life and needed to be replaced. However, it was stated by the fse that the customer did not change the parts and had already canceled the use of the unit.

Event description:
It was reported that, during a weekly maintenance, the cardiosave intra-aortic balloon pump (iabp) unit had an autofill failure. There was no patient involvement.